Event description:
Report of air in distal portion of IV tubing. The IV tubing was set up with a primary pump tubing and a secondary burette set attached to an unspecified port on the primary set. Rec'd report from abbott international affiliate. Abbott australia, which states: "the pump was set for a 60ml dose limit, and 50mls went through alright, then the nurse noticed that the distal line was full of air. The pumping chamber was full of fluid. Incident was initially described as 'air is all the way down the distal line, there is still 10mls in the burette (secondary infusion running) and no alarms have gone off. The device was attached to a child with a 'port-a-cath' for IV access. Air was half way down the secondary set, yet 10ml was still to be infused from the 60ml dose limit and volume in the burette. Upon further discussion it became clear that the chamber may have been tilted slightly allowing air to enter the line. Staff did attempt to backprime the air, thus fixing the proximal problem, however the distal line was filled with air virtually down to its connection with the pt's catheter. Both the staff and the parents insist that no alarms sounded alerting to an air-in-line problem." Add'l info has been requested, but no further info has been rec'd.